Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No unexpected button error alarms noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube lip, scratches on reservoir tube window and cracked battery tube threads. Insulin pump had moisture damage on lcd board and remote frequency board during visual inspection.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they did not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 166 mg/dl at time of reporting. Nothing further reported.